Event description:
I had cool sculpting by zeltiq at a provider. I suffered paradoxical adipose hyperplasia, which was not disclosed as a side effect. I reached out to zeltiq and was given money for 2 liposuction procedures, which helped, but I am permanently disfigured from the cool sculpting procedure. I have asked that they see my corrective surgeries through to an acceptable end and they have denied. There are so many people affected by this and this product should be taken off the market. My mental, emotional and physical self have been forever damaged. I will never have the self confidence I had prior to the use of this product. They are causing untold harm to hundreds of clients and refuse to take responsibility. Still need more surgery. FDA safety report ID# (B)(4).